Event description:
Healthcare professional (hcp) reports 13 fiber leaks noted by blood in the dialysate compartment during the onset of the pt treatment. These incidents occurred between 1/13/2000 and 1/19/2000. New disposables used to continue the treatments without incident. All dialyzers were reused between 1 and 15 times prior to the reported events. Hcp reports 1 pt required a blood transfusion. This pt is fully recovered at this time. No other pt injury or medical intervention noted.